Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient is deceased. It was noted that the patient's right ventricular (rv) lead was undersensing. The implantable cardioverter defibrillator (ICD) also exhibited a detection issue and inappropriate classification of non-sustained ventricular tachycardia and ventricular tachycardia (vt) episodes. There is not enough information to disassociated the undersensing and detection from the death. The lead and device remain in the patient.